Manufacturer narrative:
Photos associated with the complaint were returned for analysis. Review of the photos identified that there was blood inside the centrifuge chamber walls and floor, the upper bearing stop delamintated, there was a mark on the upper drive tube from where the bearing stop most likely delaminated, the upper bearing partially slid over the upper bearing stop, and the drive tube was twisted. However, it was noted that the lower bearing and bearing stop appeared to be placed correctly. Based on this assessment, the cause of the leak is most likely that the upper bearing stop delaminated. A CAPA has already been initiated. (B)(4). Device not returned - photos submitted.

Manufacturer narrative:
System was used for treatment. Kit lot e103 was reviewed. There were no non-conformances. This lot met all release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category drive tube leak/break and no trend was detected for this category. This assessment is based on information available at the time of the investigation. The evaluation of the photos submitted by the reporter was still in progress at the time of this report. A supplemental report will be sent once investigation is complete. (B)(4). Device not returned.

Event description:
Customer reported they had a drive tube blood leak. Customer reported both bearings were placed properly in the retainer clips; however, the upper bearing was the one that shredded the tube. Patient reported to be stable. Customer submitted photos for evaluation.